Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 30 mg/dl. Ran a displacement test and the test failed. The customer stated that her doctor and the hospital recommended having the insulin pump replaced. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.